Event description:
Caller reported blood glucose results of 110 mg/dl, 154 mg/dl, 136 mg/dl, 255 mg/dl, 75 mg/dl, and 94 mg/dl taken at 5-minute intervals on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.